Manufacturer narrative:
B3: march is the reported month, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that lec 44510 was recurring in device history. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was not duplicated. The reported issue was not reflected through the event history log. A cause could not be determined of the reported issue as there was no problem with the device during testing.